Manufacturer narrative:
Follow-up # 1 date of submission 05/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2014 with the following results:a review of the black box showed no activity related to the complaint and there was no evidence of short battery life. The battery compartment was intact and no battery cap was returned with the pump; a test cap was able to fully tighten on to the pump with no power loss. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal damage was found.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.